Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.the event date listed is reflective of the time zone of the country of the event.

Event description:
It was reported that the pump quick bolus/wake button is difficult to press and/or requires multiple presses to turn on pump screen. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent to resolve the issue.